Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a post auricular infection and access at the implant site. The electrode array was left insitu in order to preserve the cochlea for future reimplantation.